Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of the procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How many times was the patient operated in the same area? What date did the patient present with symptoms? Was there any deficiency with the suture? If yes, what was the deficiency? Lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a spine procedure on an unknown date and barbed suture was used. Following the procedure, the suture began to ¿spit¿ and eventually patient was brought in for re-op and wash-out about six to eight-week post op. The patient's current condition is unknown. Additional information has been requested.